Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had normal blood glucose levels of 76 mg/dl. The customer reported a motor error alarm from the insulin pump during basal. The customer also reported three motor error alarms during the last thirty days. Troubleshooting was done. The customer reported that they were able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the sensor would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.